Event description:
A customer contacted baxter's technical service center to report a drain volume of 3613ml during drain 5 of 5. Per the initial report, the patient stated he did not bypass any drain cycles. The technical service representative (tsr) assisted the home patient (hp) and checked programming. Therapy was continuous cycling peritoneal dialysis, the fill volume was 2200ml. The patient stated that he felt fine; no symptoms were reported. The drain volume was 3867ml by the end of the call, which meets increased intra-peritoneal volume (iipv) criteria. Hp declined a swap. Product surveillance contacted the nurse in 2009. According to the nurse the patient has been in for check-ups and nothing out of the ordinary was found. Additionally the nurse stated the patient is new, however, he has continued therapy fine. The nurse stated that the device is functioning properly. The nurse cannot explain why the patient drained 3867ml, however, she stated that this is fine. There was no patient injury or medical intervention.

Manufacturer narrative:
CAPA is currently open for the reportable malfunction of iipv/over-delivery.